Manufacturer narrative:
Investigation results summary: the complaint device was not received at the complaint investigation site (cis) for analysis. Device history record (DHR) review: it was confirmed that this device met manufacturing specifications before distribution and there were no manufacturing deviations that could have contributed to the reported event. Conclusion: this investigation has been assigned a conclusion code of unable to exclude device problem, following a review of the reported event details, available information, and product record review. In this case the device was not returned for product analysis therefore limiting the identification of a most probable cause of the reported event, and batch record review concluded that no manufacturing deviations were identified during the manufacturing process which could have contributed to the reported issue. Improper handling, device manipulation or not following the correct instructions during the procedure, could be contributing factors to the reported issue. However, there is no additional detail pertinent to the event.

Event description:
It was reported that a catheter issue occurred. The opticross hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the ivus catheter was connected and initially displayed as opticross hd. After the first imaging run, the catheter was displayed as opticross 35 (oc35), and peripheral vessel names appeared in the drop-down menu under vessel. The procedure was completed with the original device. The patient was expected to fully recover, and no patient complications were reported.